Event description:
Anspach service and repair issue. Device was returned for routine maintenance. During service pre-testing, it was discovered the small battery drive has a sticky trigger, the coupling lever head malfunctioned, and there was a loud vibration. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Date received is not unknown at this time. The manufacturing records were reviewed and no complaint related issues were found. The investigation is ongoing. Placeholder.